Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s device was no longer functioning and ¿doesn't work¿. This issue started 2 years ago (2017). No symptoms were reported. It was recommended to have the device checked by the managing healthcare professional (hcp). There were no further complications reported or anticipated.